Event description:
It was reported to boston scientific corporation that during a biopsy procedure while using trupath biopsy device, the device misfired. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis of the returned device revealed that the the cannula was not locking into place when button was fully depressed. The device was disassembled. The cannula latch was found to be ultrasonically welded, to the two posts from the upper shell designed to hold the cannula latch down. The inadvertent welding of the two components has deformed the tips of the posts. The deformation of the posts limited the amount of force applied to the cannula latch, causing the cannula latch not to properly engage the cannula hub when the device was cocked. A review of the device history record revealed no anomalies that could be associated with this incident.